Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support.